Event description:
It was reported to st. Jude medical that one day post implant, the sensing dropped and the pacing threshold increased. During the lead revision, the physician elected to explant the lead.